Event description:
A healthcare worker complained of burning sensation on the hand after crushing a biological indicator vial from a completed cycle. The worker saw an ER physician and received no medical treatment. The affected area was rinsed with water and the symptoms resolved within a couple days.